Event description:
Pt desaturating to 70's. Therapist noted miniheart was not functioning, appeared to be backing up oxygen. Treatment discontinued and o2 returned to 90's. Nebulizer saved to return to co if needed.